Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) device displayed a fault message upon interrogation during a regularly scheduled follow-up appointment. The fault indicated that a shorted condition had been detected and that the associated transvenous defibrillation lead measured a low, out-of-range, shock impedance. The shock impedance was manually tested at that time, resulting in an acceptable measurement of 45 ohms; therefore, the patient was sent home. Later that week, emergency medical system (ems) attended to the patient and administered external defibrillation. The patient was admitted to the hospital's intensive care unit (ICU) in an unconscious state. Attempts to interrogate the ICD were unsuccessful. The patient later expired due to multi-system failure.